Manufacturer narrative:
Philips has started an investigation, a follow up report will be submitted once the investigation has been completed.

Event description:
Philips received a report that the patient developed a burn/blister on the right forearm, during cervical and lumbar spine exam. The blister size is reported as 15 cm long. The patient was examined by the nurse and cooling was applied. It is reported, it is unknown if the injury will heal completely.the reported injury meets the criteria for a serious injury.

Manufacturer narrative:
After our investigation and analysis, it was concluded that the mr system and coil used in this case were working correctly. There is no indication of a malfunction of the mr system or coil used that could have contributed to the incident. The reported injury, second degree burn, most likely occurred as the coil/dstream interface cable was in direct contact with the skin and no padding was used between the cable and the right arm. The coil was inspected after the incident and it was indicated that the cable became hot, due to cable-to-skin contact and no padding used to prevent that contact. In case a distance of 2cm is maintained with padding an injury to the patient is unlikely even if the cable became hot to the touch. Therefore, the injury was determined to be caused by direct cable-to-skin contact as also confirmed by the customer. Contributing factors to this event are as follows: the mr examination room temperature was 22 degrees celsius, which is at the limit as described in the IFU (<22 degrees celsius). The heat dissipation is hindered by a high examination room temperature. A lower examination room temperature reduces the risk on burns, since the patient is less likely to sweat. In this case, it was reported that the patient was sweating.

Event description:
Philips received a report that the patient developed a burn/blister on the right forearm, during cervical and lumbar spine exam. The blister size is reported as 15 cm long. The patient was examined by the nurse and cooling was applied. It is reported, it is unknown if the injury will heal completely. The reported injury meets the criteria for a serious injury.